Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an internal hemorrhoid ligation for hemostasis procedure performed on (B)(6) 2025. During the procedure, the physician reported the band ejected after being deployed, it fell off from the hemorrhoid. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6 device code a22 is being used to capture the reportable event of band fell off varix. Block e1 (B)(6).

Manufacturer narrative:
Block h2: correction: block a1(patient identifier). Block e1: (B)(6). Block h6: device code a22 is being used to capture the reportable event of band fell off varix. Block h11: investigation result: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the device returned without the ligator housing. The handle does not have evidence that the trip wire was secured into the handle slot and the trip wire was not taken up. No problems with the device were noted. The reported event of bands fell off the varix cannot be confirmed since the ligator housing was not returned. Due to lack of evidence and without proper evaluation of the device, a product analysis could not be performed to determine if the device presented any condition that could have contributed to the reported event; therefore, the most probable root cause of this complaint is cause not established. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the trip wire was not secured into the handle slot; however, the iuf states, "secure trip wire in slot on handle unit."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an internal hemorrhoid ligation for hemostasis procedure performed on (B)(6) 2025. During the procedure, the physician reported the band ejected after being deployed, it fell off from the hemorrhoid. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.